Event description:
Received report from a female patient who had a johnson and johnson intraocular lens (iol) implanted in both eyes. She experienced blurry vision, decreased visual acuity and glows/halos. At approximately 10 feet her vision starts to become blurry. With rain the glow on the ground is whitish or greyish. The patient explained that prior to the implant her vision was 20/20 but after the implant it is 20/70 and has decreased visual acuity in both eyes. Regarding her right eye, the doctor said there is rippling in the capsule. Initially the doctor thought the rippling would resolve on its own but eventually had to perform laser surgery. In relation to her left eye she reported the same symptoms but no rippling. However, the pupil in her left eye is not centered. Reportedly, the doctor did not say why the pupil is decentered. Both eyes had laser surgery performed around (B)(6) 2022. She continues to have nighttime glow, blurry vision and needs to wear glasses due to her decreased visual acuity. Although the glasses resolve her vision issues, the patient reiterated that she never needed glasses prior to the implant. The only medication she is on is ketorlac eye drops twice a day. No further information was provided. This medwatch captures the right eye. The left eye is reported in medwatch 3012236936 - 2022 - 02406.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Device evaluation: product testing could not be performed since the lens was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.